Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported ¿lumps in her breasts¿, ¿very large lymph nodes¿ and ¿fluid¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Event description:
Patient reported ¿lumps in her breasts¿, ¿very large lymph nodes¿ and ¿fluid¿. Later healthcare professional reported "implant appears intact". This record is for the right side. Device was explanted.